Manufacturer narrative:
N/a.

Event description:
The following has been reported: institution requested the history of the agilia pump from july 25, 2024 to july 26, 2024, to evaluate its full functionality and verify if there were equipment failures in the administration of tpn nutrition. Since on july 26 they had to discard the almost complete nutrition due to the fact that none of the nutrition was delivered. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.